Manufacturer narrative:
This supplement is being submitted to provide a correction. Updated b1 and h1.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The manufacturing date is not available. A device history record review could not be performed since the device was not returned. The OEM requires the device to be returned to be scanned by a specialty rfid scanner to learn the OEM lot/serial number. The lot number listed in this complaint is an olympus packing number and cannot be used to trace back to the device's manufacturing history. Based on the results of the legal manufacturer's investigation, the root cause was unable to be determined since the device was not returned and could not be inspected. Olympus will continue to monitor field performance of this device.

Event description:
The customer reported to olympus, during an outpatient therapeutic cystoscopy, the fiber broke in the ureter. The tumor seen in previous cystoscopies could not be treated because of it's position in the dome of the bladder and could not be accessed with the cystoscope and due to bleeding not related to the fiber. No procedural delay due to the malfunction. A small piece of the transparent fiber was left inside the patient since it could not be removed. The physician will be doing a planned resection in one month and will check if the piece is still in the bladder. The remaining fiber was disposed of and not available for return to olympus. The physician also stated if a non-olympus (yag) fiber breaks in other procedures, it is not removed if it is not easily retrieved and the fiber piece is left in the patient.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.